Event description:
During the procedure the perfusionist noted a pink tinge to the water in the ice bath. Upon inspection perfusionist noted a hole in the cardioplegia coil. The cardioplegia coil was changed out and the procedure continued. There was no pt detriment. Later conversation with the perfusionist indicated that the leak occurred during initial transfusion of the cardioplegia solution. The perfusionist stated that no water to blood leak occurred, as indicated by 200ml/min flow, pressure of 150-200 mmhg, and blood squirting from the small hole in the coil. Perfusionist stopped cardioplegia delivery immediately upon discovery of the leak and changed out the defective product within two minutes. No hematuria in the urine and no potassium level elevation due to the leak were reported. The pt was reported to be fine following surgery.